Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device had unexpectedly turned off by itself without first providing an error or alert message. The patient changed the batteries in the device three times, but the device continued to shut off. The device did not display e8 (power interrupt) after new batteries were installed in the device. The patient also tried changing the battery cover. No adverse event was reported. The infusion device was requested to be returned for product evaluation.